Manufacturer narrative:
The report that during tunneling of the driveline, a leaflet of the tunneling adapter broke off and was lost within the patient can be confirmed. The tunneling adapter was returned to the burlington facility on (B)(6)2017. Examination of the returned adapter confirmed the broken leaflet. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The patient remains ongoing on the left ventricular assist system (lvas) support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a piece (leaflet) of the tunneling adapter broke off during the tunneling of the driveline to the patient¿s left lower quadrant. The information indicated there was no patient injury. No additional information was provided.

Event description:
Additional information: it was reported that not all pieces of the tunneling adapter were accounted for after it broke. A piece was left in the patient.